Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. On 05-jul-2024, the initial result was 1269 umol/l. The next day, the sample was repeated on another analyzer and the result was 69 umol/l. The sample was then repeated again on the initial c702 analyzer and the result was 69 umol/l.

Manufacturer narrative:
The reagent lot number is 794457. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head, replaced several degraded rinse station nozzles and all rinse tubing, reattached a jammed nozzle spring clip, cleaned the rinse nozzles, adjusted the reagent probe wash position, and replaced the rinse station vacuum blocks. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.